Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increase of impedance and polarity switch. The lead was reprogrammed and remains in use. Post reprogramming the lead exhibited a high impedance. No patient complications have been reported as a resultof this event.